Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system software was corrupted. To resolve issue, the fse reloaded the software. After reloading the software, the system was returned to use in good working order.